Event description:
The physician reported that a patient had been injected with radiesse and botox. Three days later, the patient experienced redness, bruising and has some yellow drainage in the glabella. The patient was treated with antibiotics and was given a steroid shot to the area.

Manufacturer narrative:
During a follow-up with the physician, it was reported that the patient's symptoms had resolved. The patient had been injected with radiesse in 5 places during the procedure and experienced infection in the glabella. The device history records indicate that radiesse lot 1002648 met specifications at the time of release. The bioburden testing performed on the week's first media batch lot indicates results less than maximum acceptable limit for aerobes, sporeformers, yeast/mold and anaerobes. Initially, this event was not filed with the FDA.